Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found no visible damage to the lens and foreign residue on the lens. (B)(4).

Manufacturer narrative:
The patient experienced low vault due to the lens was implanted upside down. The doctor did not notice that it was upside down at the time of implantation. At a later examination the doctor found the issue and exchanged the initial lens with the same size lens and this resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.00/1.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.